Manufacturer narrative:
(B)(4). The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty relay on the pace/defib engine board. A replacement device was sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during routine checking, the device displayed "defib fault 72", "pacer disabled", and "pacer fault 115" messages. Complainant indicated that there was no patient involvement in the reported malfunction.